Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a tear was observed on the posterior aspect measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 300cc and experienced bilateral capsular contracture baker grade iii/IV (l) and baker grade IV (r) and rupture on the right side post-operatively. The rupture was discovered during explantation on (B)(6) 2020. This report is for the right breast prosthesis.